Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited loss of capture on day post implant, due to dislodgement. The lead was repositioned successfully. The patient was stable post procedure and would continue to be monitored.